Event description:
The customer contacted philips healthcare to report that the device would not recognize the co2 tubing and would not start up when connected. There was no patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.